Event description:
I tested positive for covid, so my husband wanted to test. We had a binaxnow kit from the free (B)(6) giveaway. When we opened the sealed box, there was no reagent in it. (It was two tests and there were supposed to be two bottles.) FDA safety report ID# (B)(4).